Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit for this pacemaker with non-boston scientific leads, atrial threshold measurements could not be obtained. Upon interrogation, a screen indicating a lead safety switch had occurred due to out of range impedance measurements. A review of the daily measurements determined these measurements have been high and out of range for approximately eleven months. There was concern the atrial lead may be fractured. The patient is zero percent atrial pacing; the lead is used for sinus driven sensing. A follow-up visit is intended in the near future. This device was programmed to vdd pacing mode. No adverse patient effects were reported.

Event description:
Additional information was received. A decision was made to not perform any additional testing or xrays. No follow up information is available at this time.

Manufacturer narrative:
(B)(4). According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.